Manufacturer narrative:
A customer alleged a false positive result with the cobas® sars-cov-2 assay. Based on the totality of the information provided, there is no evidence that any product malfunction occurred. The sample is most likely near or below the limit of detection (lod) of the assay. Knowing that repeat testing of a sample near the lod can generate wavering results coupled with differing sensitivities and target regions can explain why the repeat testing with the competitor assay generated a different result to the original test. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer in (B)(6), alleged one false positive result with a patient sample with the cobas® sars-cov-2 assay. The patient produced a presumptive positive result with the cobas® sars-cov-2 assay but was negative with the taqman¿ 2019-ncov assay from thermofisher on (B)(6) 2020. As per the customer, the samples are nasopharyngeal and oropharyngeal samples collected with virus transport medium (neuromics cat no. Vtm lt no. Ubp042820). Please note, it is not recommended to collect both samples in one primary tube. Additionally, the collection tube used was not one of the validated tubes mentioned in the method sheet. Both the nasopharyngeal and oropharyngeal samples were collected and placed in the same primary tube and then stored/transported in 2-8º celsius temperature. Then 350 ¿l is transferred from the primary tube to the secondary tube and then mixed with 500 ¿l of cobas omni lysis reagent, which is also considered a non-recommended practice. According to the affiliate, the samples at this customer site are always repeated with the thermofisher assay when a presumptive positive result is obtained for confirmatory purposes. This initial result is a presumptive positive and the delayed CT value falls in the lod (limit of detection) range. The curve for this sample was also reviewed and low-level amplification is present. Per the method sheet, results that are presumptive positive (target 1 neg, target 2 positive) is suggestive of: a sample at concentrations near or below the limit of detection of the test; a mutation in the target 1 target region in the oligo binding sites; infection with some other sarbecovirus (e.g., sars-cov or some other sarbecovirus previously unknown to infect humans); or other factors. For samples with a repeated presumptive positive result, additional confirmatory testing may be conducted, if it is necessary to differentiate between sars-cov-2 and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. Samples near the lod can produce wavering results upon retest, which is why sometimes these discrepant results can be generated when the sample is retested, especially when testing different assays of different sensitivities. Target 2 for the cobas® sars-cov-2 assay uses a conserved region in the structural protein envelope e-gene for pan-sarbecovirus detection, which is not a region that the thermofisher assay covers. Reliable results depend on proper sample collection, storage, and handling procedures. No harm or injury was indicated. An investigation was performed which did not identify any product problem. Based on the totality of the information provided, there is no evidence that any product malfunctioned occurred. The sample is most likely near or below the lod of the assay. Knowing that repeat testing of a sample near the lod can generate wavering results coupled with differing sensitivities and target regions can explain why the repeat testing with the thermofisher assay did not generate a positive result.